Event description:
Per the clinic, the patient was hospitalized and injected with painkillers (specific date and duration not reported) in order to alleviate the pain at the implant site however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.